Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has had some recent falls and fell again this morning. System evaluation noted elevated pacing impedance measurements on the right ventricular (rv) channel from 650 ohms to 1260 ohms. Additionally, a review of the daily measurements noted there were many times the device was in retry mode regarding auto capture (ac). Threshold testing was performed and measurements were within normal limits. The caller programmed ac off and also adjusted the rv sensitivity. Some fine noise could be produced but it did not result in any oversensing or pacing inhibition. Additional information was received over six years later stating that the rv lead and device were removed from service and replaced due to noise, oversensing and pacing inhibition. No additional adverse patient effects were reported.